Event description:
It was reported that the user¿s continuous glucose monitoring showed a recent signal loss with the libre 3+ sensor, and the ilet displayed "sensor reconnecting," with no indication that the sensor required replacement; the user¿s blood glucose by fingerstick was 275 mg/dl, and the user planned to continue monitoring. Symptoms included hyperglycemia. Outcomes included temporary interruption of sensor glucose availability and continued home monitoring without escalation of care. Investigation included technical troubleshooting and user education regarding bluetooth interruptions and automatic reconnection. Investigation of this case revealed transient communication disruption between the sensor and connected devices without evidence of device damage or malfunction requiring replacement. It was concluded that the event was consistent with intermittent connectivity, and the system functioned as designed once reconnection occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.